Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked belt clip slot, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call that a tiny piece of plastic broke off the insulin pump's reservoir opening. The remaining plastic of the reservoir tube lip was barely hanging on. Customer's blood glucose level was 143 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.